Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.

Event description:
When the physician attempted to advance the filter through the sheath, there was resistance and the filter could not be advanced through the sheath. The resistance was felt towards the distal end of the sheath. When the physician removed the filter and sheath from the pt, he noticed that a barb of the filter had protruded out of the side of the sheath. The physician tried to push the barb back into the sheath and reinsert the device, but was unsuccessful. The physician removed the device and successfully placed another filter in the vena cava. The age and the gender are unk. The vessel was not tortuous. The physician approached the vessel from the right iliac vein. There was no reported injury to the pt.